Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked on 2 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse was going to give the patient an intravenous infusion, after the puncture was successful and the blood was drawn off, he unscrewed the heparin cap to replace the infusion connector q-syte. When pre-flushing and exhausting the infusion connector q-syte, it found that the connector side was leaked, the connector was replaced, without the same situation. A total of 2 cases of the same event were found.

Manufacturer narrative:
H.6. Investigation: our quality engineer reviewed the video submitted for evaluation. The video displays a q-syte unit attached to a needle and there is a slip luer syringe with fluid inserted into the top septum of the q-syte demonstrating flush. The clear fluid is visibly leaking from the top septum area of the q-syte. The reported issue was confirmed. Although the reported issue was confirmed, a definite source that contributed to the leakage could not be established as the provided video does not offer sufficient evidence to identify the root cause.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked on 2 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse was going to give the patient an intravenous infusion, after the puncture was successful and the blood was drawn off, he unscrewed the heparin cap to replace the infusion connector q-syte. When pre-flushing and exhausting the infusion connector q-syte, it found that the connector side was leaked, the connector was replaced, without the same situation. A total of 2 cases of the same event were found.